Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose levels at time of emergency room visit were 448 mg/dl. Customer was wearing the pump at the time of emergency room visit. Significant events leading to the emergency room visit were vomiting, high blood glucose levels and ketones. Customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.